Manufacturer narrative:
Pump had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, occlusion test,prime, system sensor test, excessive no delivery test and displacement test due to blank display. Pump had corroded battery tube, minor scratched display window, broken off battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump battery exploded right before a battery change. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.